Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device was carried out. A kink was observed in the telescope assembly from femoral marker to the proximal end and in the sheath assembly from femoral marker to the distal end. A damage (hole) was observed in the lap joint. Functional testing was carried out. Impedance testing shows an electrical open at proximal wave form.. It was observed that water leaked from the damaged lap joint. During image characterization testing, no image appeared in the ilab system . Ic windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. A kink was observed in the imaging window. Imaging core wind up in the hub assembly was observed during x-ray analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 03mar2016. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal rca. An opticross¿ was used to visualized the target lesion. However, image disappeared when delivering the device. The procedure was completed with another of the same device. No patient complications reported and patient condition was good. However, device analysis revealed that a hole was observed in the lap joint.